Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including erythema and exposed mesh. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Extrusion is a known inherent risk of the use of the device and included as a possible complication in the adverse reaction section of the instructions for use (IFU). This MDR represents the galaflex 3dr mesh; there was no reported adverse outcome for the galaflex mesh. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold,  galaflex 3d, and galaflex 3dr.  All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(4): on (B)(6) 2015, patient underwent bilateral inferior pedicle breast reduction using a full vertical and horizontal t incision. One piece of galaflex was cut in half and used bilaterally. On (B)(6) 2016, patient had a cosmetic bilateral inframammary tuck and lipo(suction) of right breast. On (B)(6) 2017, patient underwent a revision bilateral inferior pedicle breast reduction where 2 pieces of galaform (galaflex 3dr) were placed. Patient experienced ae related to the second procedure. On (B)(6) 2017, an ae of erythema/redness was reported. Bactrim medication was given. On (B)(6) 2018, an ae of exposed mesh was reported. On (B)(6) 2018, scar excision was performed. Resolved without sequelae on (B)(6) 2018. Review by medical affairs identifies the erythema as likely related to the device and serious and identifies the exposed mesh as related and serious.